Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated through her fallopian tube and perforated uterus."), device expulsion ("essure migrated from fallopian tube"), device breakage ("device breakage"), menorrhagia ("menorrhagia"), hypokalaemia ("potassium deficiency") and uterine necrosis ("endometrium with necrosis") in a 37-year-old female patient who had essure (batch no. 898930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder. Concomitant products included alprazolam (xanax), aripiprazole (abilify), meloxicam and quetiapine fumarate (seroquel). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding(vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and menorrhagia (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypokalaemia (seriousness criterion medically significant), uterine necrosis (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse"), the first episode of urinary tract infection ("multiple urinary tract infections"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), the second episode of urinary tract infection ("urinary tract infections until coils removed"), headache ("headaches"), nausea ("nausea"), depression ("depression went higher"), vaginal discharge ("vaginal discharge"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia"), adnexa uteri cyst ("right paratubal cyst"), decreased activity ("less active"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping") and was found to have leiomyoma ("leiomyoma"). The patient was treated with antibiotics and surgery ((B)(6) 2016 - partial hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menorrhagia, hypokalaemia, uterine necrosis, dyspareunia, vaginal haemorrhage, migraine, female sexual dysfunction, fatigue, the last episode of urinary tract infection, headache, nausea, depression, vaginal discharge, cervicitis, uterine cervical metaplasia, leiomyoma, decreased activity and abdominal pain outcome was unknown and the dysmenorrhoea, dysfunctional uterine bleeding and abdominal pain lower had resolved. The reporter provided no causality assessment for migraine and the first episode of urinary tract infection with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, cervicitis, decreased activity, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypokalaemia, leiomyoma, menorrhagia, nausea, uterine cervical metaplasia, uterine necrosis, uterine perforation, vaginal discharge, vaginal haemorrhage and the second episode of urinary tract infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- outcome of dysmenorrhoea updated to recovered / resolved. Treatment medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated through her fallopian tube and perforated uterus."), device expulsion ("essure migrated from fallopian tube"), device breakage ("device breakage"), menorrhagia ("menorrhagia"), hypokalaemia ("potassium deficiency") and uterine necrosis ("endometrium with necrosis") in a 37-year-old female patient who had essure (batch no. 898930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder. Concomitant products included alprazolam (xanax), aripiprazole (abilify), meloxicam and quetiapine (seroquel). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypokalaemia (seriousness criterion medically significant), uterine necrosis (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), the first episode of urinary tract infection ("multiple urinary tract infections"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), the second episode of urinary tract infection ("urinary tract infections until coils removed"), headache ("headaches"), nausea ("nausea"), depression ("depression went higher"), vaginal discharge ("vaginal discharge"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia"), leiomyoma ("leiomyoma"), adnexa uteri cyst ("right paratubal cyst"), decreased activity ("less active"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2016 - partial hysterectomy and bilateral salpingectomy), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menorrhagia, hypokalaemia, uterine necrosis, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, female sexual dysfunction, fatigue, the last episode of urinary tract infection, headache, nausea, depression, vaginal discharge, cervicitis, uterine cervical metaplasia, leiomyoma, decreased activity and abdominal pain outcome was unknown and the dysfunctional uterine bleeding and abdominal pain lower had resolved. The reporter provided no causality assessment for migraine and the first episode of urinary tract infection with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, cervicitis, decreased activity, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypokalaemia, leiomyoma, menorrhagia, nausea, uterine cervical metaplasia, uterine necrosis, uterine perforation, vaginal discharge, vaginal haemorrhage and the second episode of urinary tract infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated through her fallopian tube and perforated uterus."), device expulsion ("essure migrated from fallopian tube"), device breakage ("device breakage"), menorrhagia ("menorrhagia"), hypokalaemia ("potassium deficiency") and uterine necrosis ("endometrium with necrosis") in a (B)(6)-year-old female patient who had essure (batch no. 898930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder. Concomitant products included alprazolam (xanax), aripiprazole (abilify), meloxicam and quetiapine (seroquel). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypokalaemia (seriousness criterion medically significant), uterine necrosis (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), the first episode of urinary tract infection ("multiple urinary tract infections"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), the second episode of urinary tract infection ("urinary tract infections until coils removed"), headache ("headaches"), nausea ("nausea"), depression ("depression went higher"), vaginal discharge ("vaginal discharge"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia"), leiomyoma ("leiomyoma"), adnexa uteri cyst ("right paratubal cyst"), decreased activity ("less active"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2016 - partial hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menorrhagia, hypokalaemia, uterine necrosis, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, female sexual dysfunction, fatigue, the last episode of urinary tract infection, headache, nausea, depression, vaginal discharge, cervicitis, uterine cervical metaplasia, leiomyoma, decreased activity and abdominal pain outcome was unknown and the dysfunctional uterine bleeding and abdominal pain lower had resolved. The reporter provided no causality assessment for migraine and the first episode of urinary tract infection with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, cervicitis, decreased activity, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypokalaemia, leiomyoma, menorrhagia, nausea, uterine cervical metaplasia, uterine necrosis, uterine perforation, vaginal discharge, vaginal haemorrhage and the second episode of urinary tract infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received:the event menorrhagia, apareunia, device breakage, fatigue, urinary tract infections, headaches, nausea, depression, vaginal discharge, chronic cervicitis with squamous metaplasia, leiomyoma, endometrium with necrosis, right paratubal cyst, potassium deficiency, hormonal changes describe: less active, dysfunctional uterine bleeding, abdominal pain, cramping added. Events outcome,concurrent condition,concomitant medication,lab data,reporters,lot number added incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated through her fallopian tube and perforated uterus.") And device expulsion ("essure migrated from fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary tract infections") and migraine ("migraine headaches"). The patient was treated with surgery (to remove the essure device.) And surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, vaginal haemorrhage, urinary tract infection and migraine outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for migraine and urinary tract infection with essure. The reporter commented: she appropriately sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 11-dec-2017: significant case correction: event device expulsion added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated through her fallopian tube and perforated uterus.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary tract infections") and migraine ("migraine headaches"). The patient was treated with surgery (to remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, vaginal haemorrhage, urinary tract infection and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for migraine and urinary tract infection with essure. The reporter commented: she appropriately sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.